Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began approximately one week earlier. The patient reported obtaining blood glucose readings of ¿242mg/dl¿ on the subject meter and ¿174 and 166mg/dl¿ on another ultra2 meter, obtained within 30 minutes of each other. Based on statistical methodology, these reading exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported that sometime after the alleged issue began they developed a symptom of ¿night sweats.¿ the patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.